Manufacturer narrative:
B4:20sep2021. H11: b5:it was reported to philips that when the device was turned on, it did not sound like the blower motor was activating. H10: the customer¿s bio-med replaced the blower assembly to resolve the issue and bring the device back to functionality. Operational testing was conducted, and the device passed all required testing. Following the repair, the device was placed back into service.

Manufacturer narrative:
The customer reported there was no patient involvement at the time the issue was discovered.

Event description:
The customer called into technical support (ts) reporting that the device has no output. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The flow or pressure utilizing the pneumatic screen was unable to be adjusted. The customer was advised to replace the blower.